Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female luer (female connector of the twist clamp) on a minicap extended life pd transfer set was loose and fell off. This was identified at the hospital in the capd room prior to use of the device for peritoneal dialysis therapy. The patient had no contact with the product. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction made to d5: operator of device: health professional (previously submitted as patient/consumer). H10: the sample was received for evaluation with a cap on the dark blue connector and the white twist clamp was in closed position. A visual inspection with the naked eye and magnification noted the silicone tubing was stuck together between the occlude feet. Functional testing including leak testing was performed with no issues noted. Clear passage testing failed due to no flow through the transfer set. The cause of the no flow was due to the stuck tubing, however the cause of the stuck tubing could not be determined. The reported loose female luer was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.